Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, dc/dc & standard connectors printed circuit board was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Power failure 24 volts too low alarm shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. The device's logs were not provided for further analysis. The claimed part was not available for further investigation, despite request. Cause of the issue has been determined as related to dc/dc & standard connectors printed circuit board.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
During service visit it was noticed that the ventilator generated a technical error code indicating a power error. There was no patient involvement. Manufacturer's ref.#: (B)(4).